Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1806119; medical device expiration date: 2023-05-31; device manufacture date: 2018-05-31; medical device lot #: 1805213; medical device expiration date: 2023-04-30; device manufacture date: 2018-05-07. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had plastic particles inside the syringe.

Manufacturer narrative:
Investigation summary: DHR- 1805213:we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2022 (may 13th - 14th, 2018). Syringes were assembled in machine, nº4252, nº4251, nº4208, and nº4204, in lot #8127719 (may 7th - 14th, 2018), and in lot #8134777 (may 14th ¿ 21st, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8128591, and #8119953 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8128595, and #8119957 and no problems, defects or qn related to the reported issue were found. 1806119: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2022 (june 3th - 4th, 2018). Syringes were assembled in machine nº4208, nº4204, nº4252, and nº4251, in lot #8148567 (may 28th ¿ june 4th, 2018) and in lot #8155592 (june 4th ¿ 11th, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8149705, #8142763, and #8156556, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8149709, #8142767, and #8156560, and no problems, defects or qn related to the reported issue were found. We have been provided with a picture of the affected sample. After the evaluation of the returned picture, we confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2-piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. The presence of particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had plastic particles inside the syringe.